Manufacturer narrative:
(B)(4). We are in the process of obtaining further information to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that a patient using an rt380 adult dual heated evaqua2 breathing circuit experienced an et tube blockage. It was further reported that the patient had pulmonary distension and was allegedly in a state of "hydric overload". The hospital reported a second incident that occurred on the same patient on (B)(6) 2016 where it was reported that the et tube was blocked and the patient experienced a desaturation and was allegedly in a state of "hydric overload".

Manufacturer narrative:
(B)(4). Date of events: (B)(6) 2016 and (B)(6) 2016. Describe event or problem: the hospital confirmed that there were two different patients involved in the two reported incidents. Manufacturer narrative: the complaint rt380 adult dual heated evaqua2 breathing circuits were not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the additional information provided by the hospital and our knowledge of the product. The hospital staff reported that the mr850 respiratory humidifiers, which were used in conjunction with the complaint rt380 adult breathing circuits, did not generate any alarms prior or during the incidents. When reporting the complaints, the hospital staff also confirmed that one of the patients was in stable condition; however, the other patient was still intubated, which was expected as per the hospital staff. The fph field representative and product manager visited the hospital and attempted to obtain more information about the reported incidents but no other information was provided. A lot check was not performed as lot information was not provided. We are unable to confirm the reported fault and determine its root cause as the complaint adult breathing circuits were not returned to us for further investigation. However, the hospital staff confirmed that the mr850 respiratory humidifiers did not generate any alarms, which indicates that the subject rt380 adult breathing circuits functioned as intended during use. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit indicate in pictorial form the correct set-up and proper use of the breathing circuit kit, and state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a patient using an rt380 adult dual heated evaqua2 breathing circuit experienced an et tube blockage. It was further reported that the patient had pulmonary distension and was allegedly in a state of "hydric overload". This incident happened on (B)(6) 2016. The hospital reported a second incident that occurred to a different patient on (B)(6) 2016 where it was reported that the et tube was blocked and the patient experienced a desaturation and was allegedly in a state of "hydric overload".